Manufacturer narrative:
Lot number for the two implants of the same part number at the initial implant surgery were 39740001 and 39740002. The surgery record did not identify which device was implanted in which finger so both device history records were reviewed. Device history records for both lots showed no anomalies. Cause of excess wear could not be determined. Patient was a piano player and possibly over-used the joint early in rehabilitation.

Event description:
Explant of a size 2 sr mcp joint implant due to subluxation of finger and excessive wear of proximal component. Two sr mcp prostheses were implanted in 2008 in same hand.